Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump took a length of time to alarm ( reporter suspected it was an inactivity alert after not answering the question yes or no to primary check flow) during use at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.